Event description:
Reporter stated that the right side frame tube broke where the back tube is, however, reporter does not know how or what user was doing at the time.

Manufacturer narrative:
The side frame broke off at the back hole. Unable to determine cause of failure at this time. Further evaluation is needed to determine root cause.